Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the core wire fractured proximal to the platinum coil proximal solder joint. The core wire diameter was measured at the fracture location. There is no evidence to suggest the core wire diameter did not meet specification. The specific cause of the fracture is unknown. The manufacturing records for merci retriever k mini device, lot number, 32461, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a patient who presented with a right mca occlusion with poor collaterals. The physician made a first pass with a merci retriever k mini. The physician noted that the microcatheter was positioned as indicated in instructions for use. The physician applied no torque to the retriever and used slow pull/wait technique. During the pull back, the device stretched and the tip was detached. The physician noted that it took four minutes to pull back the device. The physician attempted to retrieve the detached tip but was unsuccessful. The detached tip was left in patient. The patient's mca remained occluded and the patient continues to have left hemiparesis. The patient remains in the neuro ICU. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever k mini tip fracture or attempts to retrieve the detached distal tip.